Event description:
It was reported by the customer that a pyxis medstation es system had a cubie drawer failure. The customer stated that there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie pocket issue. A team technical lead found that cubie was overfilled, opened cubie via hardware test application for the customer to adjust quantity to resolve the issue. The system functioned as intended after the team technical lead troubleshooted the device.